Event description:
It was reported that during a scheduled follow-up, the left ventricular lead exhibited a loss of capture. After reprogramming, the lead resumed normal function. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).